Event description:
Dr was using the holmium laser for a stone encased stent in the urinary bladder. He was using a 200-laser fiber with settings at 1 joule-40 hertz-40 watts. The fiber broke in his right-hand index finger with a small burn.